Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a damaged stent strut on the 8th row from the distal end. The damage to the stent is consistent with force/resistance being encountered with the stent delivery catheter. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50x38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with 3.0x38mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.